Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that due to damage of the charge-coupled device unit, the image disappeared during angulation in the up/down directions. Additional evaluation findings are as follows: 1.) Due to a pinhole in the channel tube, water tightness was lost; 2.) Due to wear of the angle wire, bending in the up direction did not meet specifications; 3.) Dent noted on the connecting tube. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during routine inspection, evis exera iii bronchovideoscope presented with a biopsy channel leakage. Upon inspection and testing of the customer returned device, the issue was confirmed. In addition, it was found that the image disappeared during angulation tests. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charge-coupled device unit was broken while the user was handling the device. However, the specific root cause could not be determined at this time. The event can be prevented by following the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.